Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pelvic pain, left lower abdominal/pelvic pain, levator spasms, complications of implanted vaginal mesh, groin pain, pudendal neuralgia, and recurrent incontinence. The patient was informed by the surgeon that the mesh required surgical revision as it had failed on (B)(6) 2019. It was reported that she is pursuing pelvic floor physical therapy, pudendal nerve block surgeries, and mesh revision surgery. No additional information was provided.